Event description:
It was reported that the gastrointestinal videoscope experienced a blurred, indistinct or noisy image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely due to stress of repeated use, external factors, or handling, however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.